Event description:
It was reported that the patient fell on the staircase. Testing showed that 11 channels had high impedances. The patient was re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.